Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 14f amplatzer amulet delivery sheath. The patient's activated clotting time (act) levels were 250s and 10.000i.e of heparin was administered. During the attempt to implant the device, after two partial and full recapture a 1.6mm circumferential pericardial effusion (pe) was noted and procedure being aborted. A cardiac tamponade was also noted. The patient was not hemodynamically well, high volume loss, a drop in hemoglobin (hb), and a drop-in respiratory rate (rr). The user believes that the cause of pe by perforation. The cause of perforation was the transesophageal echocardiogram (tee) view was difficult, anatomy not entirely clear and difficult to visualize. The patient was reported stable.

Manufacturer narrative:
An event for patient effects of pericardial effusion, cardiac tamponade, anemia and dyspnea was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported anemia and dyspnea appears to be a cascading effect of the reported cardiac tamponade. However, the root cause of the reported cardiac tamponade could not be conclusively determined. The cause of reported pericardial effusion could not be determined. It is possible that procedural condition contributed to the reported event; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 14f amplatzer amulet delivery sheath. The patient's activated clotting time (act) levels were 250s and 10.000i.e of heparin was administered. During the attempt to implant the device, after two partial and full recapture a 1.6mm circumferential pericardial effusion (pe) was noted and procedure being aborted. A cardiac tamponade was also noted. The patient was not hemodynamically well, high volume loss, a drop in hemoglobin (hb), and a drop-in respiratory rate (rr). The user believes that the cause of pe by perforation. The cause of perforation was the transesophageal echocardiogram (tee) view was difficult, anatomy not entirely clear and difficult to visualize. The patient was reported stable.